Event description:
On going debilitating pain. Chronic fatigue, fibromyalgia, swollen joints, hair loss, severe abdominal pain, allergies developed from alcohol to nickel and several others. Migraines, bloating that is painful, teeth deterioration... Also was electrocuted and enhanced bc of essure coils. Tachycardia. (B)(4).